Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height matrix drawer in slot 2.2 of device was failed. A field service engineer observed that the position sensor for drawer 2.2 was not functioning. Powered off the station, the back panel was opened, drawers 2.1 and 2.2 were manually opened, inserts were removed, and drawer 2.1 was removed from the rails to access and replace the position sensor. After reassembly and powering the system back on, testing in the hardware test application showed the drawer locking and unlocking, but the closed position remained offset, causing the test to fail. Further inspection revealed physical damage to sensor, indicating replacement was required and the system was powered down, the rear cabinet and drawer 2 were accessed, the sensor was replaced, and the drawer was reinstalled. After powering the system back on, drawer 2.2 was successfully tested in the hardware test application, the system was rebooted, and the application login confirmed the drawer failure was fully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es half height matrix drawer located on slot 2.2 of fmcaor09 failed repeatedly. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.